Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 10cm marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that we had to remove and replace a PICC today that on injecting contrast identified a split in the PICC at approx. The 10cm internal. Inserted june in use with no issues. Asked to review today as hard to flush and nil blood return. Patient complained of pain on flushing and therefore linogram performed, identifying split in catheter. Patient care complicated by additional procedural requirement /contrast / new PICC. No adverse event i.e. Thrombosis/extravasation related to chemotherapy. No delay in therapy as was attending for routine dressing change in chemo unit / identified by nursing staff as above and escalated to us for review.

Event description:
It was reported that we had to remove and replace a PICC today that on injecting contrast identified a split in the PICC at approx. The 10cm internal. Inserted june in use with no issues. Asked to review today as hard to flush and nil blood return. Patient complained of pain on flushing and therefore linogram performed, identifying split in catheter. Patient care complicated by additional procedural requirement /contrast / new PICC. No adverse event i.e. Thrombosis/extravasation related to chemotherapy. No delay in therapy as was attending for routine dressing change in chemo unit / identified by nursing staff as above and escalated to us for review.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.